Event description:
It was reported that while seating the implant using the inserter, the surgeon detached the inserter and then tried to re-engage the device. Upon having difficulty in re-engaging the inserter to the implant, the surgeon used a mallet to further the graft into the disc space. This resulted in the instrument's inner shaft being bent. The inserter would not function for the second implant, so a second instrument was used to successfully complete the procedure. There was no negative impact to the patient reported.